Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The de novo target lesion was located in an unknown coronary artery. The 3.0x16mm taxus liberte stent delivery system was advanced in a direct stenting attempt, but it was unable to cross the lesion. When removed, it was noted that the stent was flared. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: updated device evaluated by MFR: returned product consisted of taxus liberte stent delivery system (sds) with original packaging. The sds with stent was visually, tactilely and microscopically examined along the entire length and found no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The de novo target lesion was located in an unknown coronary artery. The 3.0x16mm taxus liberte stent delivery system was advanced in a direct stenting attempt, but it was unable to cross the lesion. When removed, it was noted that the stent was flared. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".